Manufacturer narrative:
Additional information was added (serial and lot#). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was done by manually trying to dock the primary set male luer to the one-link device and the one-link sample will not allow a secure fit. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. ' should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets disconnected from the one-link needle-free lv connectors. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.